Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's spouse reported left side ¿rupture¿. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.,b6, h.6.

Event description:
Patient reported ¿ruptures¿. Healthcare professional confirmed left side rupture confirmed via MRI. This record is for the left side. Device was discarded.

Event description:
Patient reported ¿ruptures¿. Healthcare professional confirmed left side rupture. This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b6.

Event description:
Healthcare professional confirmed left side rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Patient reported ¿ruptures¿. Healthcare professional confirmed left side rupture. This record is for the left side. Device was explanted.